Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. Indication for catheterization was acute myocardial infarction (ami) of the anterolateral wall. Access was obtained via the right femoral artery. The target lesion was located in the left anterior descending (lad) artery. A 6fr fl4 runway guide catheter engaged the target lesion and a 0.014x300cm htf floppy extra support guide wire was advanced. A 2.5x15mm apex balloon catheter was advanced and the lesion was predilated to the following inflations: 6atms/12sec, 6atms/20sec, 6atms/30sec and 14atms/15sec. A 2.75x28mm ion stent delivery system (sds) was advanced to the lesion and the stent was deployed at 11atms/15sec and the delivery balloon was inflated again to 10atms/15sec. The patient was administered heparin and effient during the initial case. No patient complications were reported and the patient was doing well. 15 days later the patient returned for a scheduled procedure for the rca. Stent thrombosis was noted in the lad. A 1.5x12mm apex flex balloon was advanced and inflated in the circumflex. It was advanced to the lad and inflated three times to 10atms for 4-10sec. The patient experienced pain in her right hand. The physician advanced a 3.0x8mm apex balloon catheter to the lad and the balloon was inflated four times to 12 atms for 6-10 seconds. Patient states that the right hand pain was relieved. Next, a 3.0x12mm promus sds was advanced and the stent was deployed at 9atms/12 seconds. The delivery balloon was used to post dilate the stent at 12-14atms. A 2.5x15mm nc quantum apex balloon was advanced to the lad and inflated three times to 4-6atms. A 3.0x12mm nc quantum apex was also advanced to the lad and was inflated three times between 14 and 20atms. Next, a 2.5x12mm promus stent was deployed at 6atms in the lad and was dilated to 8atms with the delivery balloon. A 3.25x12mm nc quantum apex balloon was advanced to post dilate and was inflated up to 17atms. Lastly, a 2.75x18mm promus sds was advanced to the lad and the stent was deployed at 11atms and post dilated using a 3.25x12mm nc quantum apex balloon inflated up to 18atms. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).